Event description:
It was reported that the patient had to charge the ipg frequently and for longer period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.